Event description:
The patient's age was unknown, but was a male. The target lesion was an isr of a des (taxus), moderately calcified and moderately tortuous. Pre-procedure stenosis was unknown. Unknown date: a des (taxus) was implanted at (B)(6). There is no further information available. Unknown date: restenosis was observed at the des implanted at (B)(6). Around (B)(6) 2010: treatment for the restenosis was conducted. A cypher bx (size unknown) was implanted inside the des from the ostium of rca. (B)(6) 2010: follow-up cag was conducted. The stenosis was only 30%, but an approximately 2-3mm-long fractured piece of the cypher bx was observed around the tip of the gc. Therefore, the physician slowly pulled the gc and dropped the fractured piece on the gw. Then, the fractured piece was retrieved from the patient using a snare catheter. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Please note, the product malfunction code "migration" has been removed and it was agreed upon to code "device dislocation" as this code captures the part where half the stent was removed more accurately than the original migration code. Information received from an affiliate indicated that a stent fractured and separated after being implanted in a restenosed coronary artery. The target lesion was the proximal right coronary artery (rca). The lesion was originally treated with the implant of a 3.0mm x 32mm taxus stent. The lesion was moderately calcified and moderately tortuous. Approximately nine months later, restenosis was observed and the event was treated with the implant of an unknown cypher stent, at the ostium of the rca. The total length of the stented segment was 33mm. The cypher stent was implanted into the restenosis of the taxus stent. The stent was implanted at 20 atms for 30 seconds and post-dilated at 25atms for 30 seconds with a 3.5mm x 20mm fortis balloon. Except for 1mm of the cypher proximal portion, the cypher stent and taxus stent were all overlapping. Approximately nine months later, follow-up angiography was performed and a 30% stenosis was observed and an approximately 2-3mm long fractured piece of the cypher stent was observed around the tip of the guide catheter. Therefore, the physician slowly pulled the gc and dropped the fractured piece on the gw. Then, the fractured piece was retrieved from the patient using a snare catheter. The product was clinically used and will be returned for analysis. The stent migration was not associated with any negative consequences. The remained fractured stent was not treated. No adverse event was reported for the patient. Concomitant devices used include a 4fr cag catheter. No procedural films are available. The vessel diameter of the proximal right coronary artery (rca) was 3.4mm. The cypher stent was implanted just ostial of the rca. One section of cypher stent (5 mm.) Was received inside bag. Damage could be observed in the section of the stent. The section of the stent received was sent to sem analysis. Sem analysis results showed that the stent presented evidence of broken struts; stretching, bending, twisting and smearing characteristics were observed in the fractured surfaces. No cutting or chemical attack characteristics were noted in the fracture surfaces. The exact causes of the deformation and broken struts could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The customer reported complaint of stent fractures/separated was confirmed through failure analysis. The exact cause of the failure could not be confirmed. The IFU cautions against the use of this device in ostial lesions. The indication for this stent is to treat patients with symptomatic cardiac disease who have de novo lesions of less than or equal to 30mm in length with a reference vessel diameter of 2.5mm - 3.5mm. Review of the information provided suggests that procedural factors (high post-dilation inflation pressures) and/or vessel/lesion characteristics (restenosed lesion in the location of the ostium) may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue; therefore, no action is required.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Manufacturer narrative:
Please note, the product malfunction code "migration" has been removed since migration of the fractured stent was not reported. (B)(4). Concomitant devices include a 4fr cag catheter. (B)(4) cypher product ((B)(4)) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The product has been returned for analysis and sem analysis results showed that the stent presented evidence of broken struts; stretching, bending, twisting and smearing characteristics can be observed in the fracture surfaces. No cutting or chemical attack characteristics were noted in the fracture surfaces. The exact causes of the deformation and broken struts could not be conclusively determined. The stent was originally placed in their facility. The 3.0x32 taxus stent was implanted on (B)(4) 2009. The cypher stent was implanted on (B)(4) 2009. The total length of the stented segment was 33mm. The cypher stent was implanted into the restenosis of the taxus stent. Except for 1mm of the cypher proximal portion, the cypher stent and taxus stent were all overlapping. It was not reported if the stent was implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intramyocardial. There was no myocardial bridging noted. The cypher stent was deployed at 20 atms for 30 seconds. No ivus was done after cypher stent implantation. No anomalies were noted. The stent was post-dilated at 25 atms for 30 seconds. A 3.5x20mm fortis dilatation balloon catheter was used for post-dilation. The patient's current medications were unknown. The remained fractured stent was not treated. No adverse event was reported for the patient. No procedural films are available. The vessel diameter of the proximal right coronary artery (rca) was 3.4mm. The cypher stent was implanted just ostial of the rca.

Event description:
Additional information was received that stated the stent was originally placed in their facility. The 3.0x32 taxus stent was implanted on (B)(6) 2009. The cypher stent was implanted on (B)(6) 2009. The total length of the stented segment was 33mm. The cypher stent was implanted into the restenosis of the taxus stent. Except for 1mm of the cypher proximal portion, the cypher stent and taxus stent were all overlapping. It was not reported if the stent was implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intramyocardial. There was no myocardial bridging noted. The cypher stent was deployed at 20 atms for 30 seconds. No ivus was done after cypher stent implantation. No anomalies were noted. The stent was post-dilated at 25 atms for 30 seconds. A 3.5x20mm fortis dilatation balloon catheter was used for post-dilation. The patient's current medications were unknown. The remained fractured stent was not treated. No adverse event was reported for the patient. No procedural films are available. The vessel diameter of the proximal right coronary artery (rca) was 3.4mm. The cypher stent was implanted just ostial of the rca.